Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips were loose in the jaw and would fall out. No clips fell into the patient. Another device was used to complete the case. There was no consequence to the patient. No device being returned.